Event description:
It was reported that the patient experienced pocket stimulation, when moving a certain way or when the device was manipulated, due to the left ventricular lead. Insulation damage was noted and the threshold was high. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).